Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: medtronic transcatheter delivery system, product ID: mdt-trans dcs, lot number(s): unknown. Citation: lee sh, oh s, ko yg, et al. Comparison of intracardiac echocardiography versus transesophageal echocardiography for guidance during transcatheter aortic valve replacement. Korean circ j. 2024;54(2):63-75. Doi:10.4070/kcj.2023.0195 earliest date of publication used for date of event. Medtronic products referenced: evolut r (product code npt, PMA# p130021) and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the efficacy and safety of two echocardiographic modalities during transcatheter aortic valve replacement (tavr). Medtronic evolut r/pro (n = 215) and non-medtronic sapien iii (n = 144) tavr systems were used in the study. The authors observed a cumulative total of 22 deaths within one year of tavr. No evidence was presented to suggest that a medtronic device or its function contributed to any of the deaths. Other adverse outcomes included: type a aortic dissection after evolut r valve implant requiring emergent open-heart surgery, valve malposition requiring implant of a second valve, major vascular complications, major cardiac structural complications, bleeding, gastrointestinal bleeding, paravalvular leak (moderate to severe), acute kidney injury (stage 3 or 4), permanent pacemaker implantation, stroke, and rehospitalization for cardiovascular reasons. No additional adverse outcomes were noted.